Manufacturer narrative:
(B)(4). The complaint sample was not returned to the manufacturer. In order to perform a proper investigation it is necessary to have the device sample involved in the complaint. The complaint cannot be confirmed. Root cause cannot be determined. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device is flickering. Alleged defect reported as detected during pre-testing prior to patient use. No report of patient involvement. No report of patient harm or delay in treatment.